Event description:
Boston scientific received information that a magnet response could not be obtained from this pacemaker via transtelephonic monitoring (ttm). The patient has been receiving radiation treatment and the caller believes the device has not been reprogrammed recently.

Manufacturer narrative:
A technical services consultant stated the issues were either due to the radiation therapy or the magnet feature had been programmed off. The consultant informed the caller that they will need a programmer to check the device. Two weeks later, another call was received confirming the device had been in reset mode due to the radiation therapy. The battery status showed beginning of life (bol) but the magnet rate was 85 ppm. The consultant stated that the reset has caused the erroneous bol battery reading and the device is most likely at elective replacement indicator (eri) and should be replaced. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.